Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value not provided. Subsequently, the customer was hospitalized. The cause of the low bg was not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.